Event description:
Additional information received that indicated the patient's right atrial (ra) lead had insulation damage.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial lead (ra) had historically known lead noise. The patient was asymptomatic. On (B)(6) 2021, the patient's ra lead was capped and not replaced as a single chamber device was implanted. The patient was stable throughout procedure.